Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun

Manufacturer narrative:
Final analysis found that the lead body was bent/kinked and the distal coil was fractured at 15 cm from the connector end which could have resulted in noise.

Event description:
It was reported that the atrial lead exhibited noise which caused inappropriate auto mode switching. The noise was reproducible with isometric exercises. The lead was removed and replaced.